Event description:
Patient was taken to the operating room where adequate anesthesia was obtained using the general endotracheal method. She was then placed in the dorsolithotomy position and prepped/ draped in the usual sterile fashion. When it was time to use the vessel sealer, the surgeon noted the following issue: blade will not retract back. Device was replaced and the procedure continued and was completed with no further incident. Event occurred during hysterectomy procedure. No patient harm. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Surgical robotic coordinator made representative aware. Device sent to materials management surgical coordinator for processing and eventual return.